Event description:
It was reported that the patient presented in the operation room for a generator change. It was noted that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes. The ra lead was capped and replaced with alternate ra lead on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
Correction: section b5 ¿ should have said "it was reported that the patient presented remotely via merlin.net" rather than "it was reported that the patient presented in the operation room for a generator change." Section h1 - the type of reportable event should have been "serious injury" rather than "malfunction".

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes. The ra lead was capped and replaced with alternate ra lead on (B)(6) 2022. There were no patient consequences.